Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had two of its three optical fibers interrupted, and the remaining fiber appeared dark. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material at the air/water channel and cylinder. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the optical fibers down and dark were due to a discoloration of the lightguide lens and an uneven illumination. The cause of the foreign material was a known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.